Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the reported issue and noted that the console wheel assembly was damaged due to improper transport of the console. The stm ordered the necessary parts then returned at a later date and installed the wheel assembly (0997-00-0588). The stm noted that after repairs, the console would insert properly into the cart. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units wheels do not retract completely.